Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update. The sheath was returned to edwards lifesciences for evaluation with the delivery system inserted and the loader cap on the flex shaft of the delivery system. A picture of the used devices was provided by the field and showed the delivery system inserted in the sheath with the balloon folded over the nosecone. The balloon spring is exposed. Visual inspection of the returned device showed the following: kink at strain relief approx. 1¿ from comnut; sheath was fully expanded as designed; delamination observed 4¿ from the sheath tip on one side (not circumferential). Marker band still intact; kinks on sheath shaft; light scratches observed on sheath shaft; sheath distal tip split; light scratches observed near distal tip. Slight damage to soft tip. Due to the nature of the complaint, no dimensional or functional inspection was able to be performed. The complaints were confirmed visually. During manufacturing, the sheath shaft was 100% inspected for any defects. On final inspection, the esheath underwent 100% inspection by both manufacturing and quality for any abnormalities. After sterilization, sheath expansion testing was performed during product verification (pv). All testing passed specification. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review revealed one additional similar complaint; there were no labeling inadequacies or manufacturing non-conformance identified during evaluation of the similar complaint device and the event was determined to be possibly related to procedural factors (excessive manipulation to retrieve crimped thv/delivery system into sheath). A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed additional returned similar complaints; however, no manufacturing non-conformance were identified during these evaluations. Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. A review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend categories. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies. Per the IFU: during delivery system removal: complete unflex the delivery system; ensure flex tip is still over triple marker; ensure balloon lock is locked; ensure the balloon is completely deflated; pull the entire delivery system through the sheath; maintain guidewire position in the aorta; patient injury could occur if the delivery system is not completely unflexed prior to removal. During sheath removal: remove the suture securing the sheath; remove the sheath entirely without torquing ensuring the edwards logo is facing upwards; do not reinsert the sheath at anytime during removal; hemostasis will not be maintained if the sheath is partially removed past partially expandable section; have an appropriate dilator ready to occlude the vessel if required; appearance of sheath upon removal; some curvature of the sheath may be present; ripples along the seam are normal; an open tip and seam are to be expected. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft kinked/bent and distal tip spilt were confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per report, ¿when trying to retrieve the commander deliver system, it was not possible to get the balloon back into the esheath.¿ in addition, the picture provided by the field and visual inspection of the returned devices revealed that the crimp balloon was torn. If the balloon caught on the sheath tip during retrieval, it is likely excessive force and/or manipulation was applied to counter the resistance. The flared balloon legs support that the delivery system was likely caught at the sheath tip, and the combination of excessive force and manipulation could have resulted in the splitting of the distal tip and sheath shaft kink. The access vessel was noted to have mild calcification and mild tortuosity. The presence of calcification is further supported by the scratches on the sheath shaft observed during visual inspection. It is also possible that the calcification came in contact with the tip and weakened it, making it more prone to splitting. Tortuosity can also create noncoaxial alignment between the delivery system and sheath, which can increase the likelihood of kinking, especially if excessive force/manipulation is applied. A definitive root cause is unable to be determined, however, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive force/manipulation due to delivery system withdrawal difficulty) may have contributed to the sheath kink and distal tip split. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation, preventative or corrective actions are not required. The devices were removed together as a unit, without causing an injury to the patient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), post deployment of a 29mm sapien 3 via transfemoral approach, upon removal, it was not possible to get the commander delivery system balloon back into the 16fr esheath.  The commander and esheath were removed together as a unit with no injury to the patient.  As per pre-decontamination evaluation revealed that the returned esheath was kinked and the sheath distal tip was split.